Manufacturer narrative:
Covidien reference: (B)(4). The product serial number was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that during patient use, a ventilator stopped ventilating because of a patient disconnect alarm. The patient circuit was checked and it was verified to be connected to the ventilator and patient. There is no report of patient harm as a result of this event.